Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the patient's left eye. Postoperatively, the patient had a myopic refractive error with a decrease in bcva to 20/400. The preoperative bcva was not provided for comparison. The lens was explanted and replaced with a different diopter crystalens (17.50 d) and the patient's vision improved to 20/50 (unknown if this is bcva or ucva).